Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : product code 150610003, work order (B)(4) was manufactured on 03-jun-2015. (B)(4) parts were manufactured per specification and all raw materials met specification. The following was found at these process steps: CAPA ¿ none found , nc ¿ none found , mrr ¿ none found , scrap ¿ none found. There were no items identified in relation to the above parameters for these process steps during the investigation of this lot number relating to the complaint failure mode. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Manufacturer narrative:
Product complaint # (B)(4). Occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left knee primary attune, removal of unknown deep tibial screw, and osteochondral allograft extensor mechanism reconstruction to treat pain, inability to extend right knee, quadriceps atrophy, and progressive instability of the knee secondary to post-traumatic osteoarthritis with valgus laxity. The patient has a history of 8 previous knee surgeries to address the progressive instability. The patient previously sustained a comminuted patellar fracture that resulted in a patellectomy of the left knee. During the primary surgery, the surgeon notes there was full cartilage loss of the medial femoral condyle and tibial plateau. The surgeon also notes that an unknown washer and screw was removed from the tibia. The extensor mechanism was repaired with competitor allograft. The attune femoral component and tibial tray was secured utilizing deputy cement x 2. The procedure was completed without complications. Patient received a left knee revision to treat aseptic loosening. Upon entering the joint, the surgeon notes the tibial tray was loosened and debonded at the cement to implant interface and revised. The femoral component was well-fixed but revised. There was no reported product problem with the revised tibial insert. The patient received a competitor knee revision construct. The procedure was completed without complications. Dor: (B)(6) 2015, doi: (B)(6) 2019, left knee.